Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during preparation and before use, the xience prox 2.25 x 12 mm stent dislodged from the balloon catheter. This was recognized before using the device and the device was discarded. There was no patient involvement. Another device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.